Event description:
Procedure: lap chole. According to the reporter: when the bag was deployed in visual fashion, a piece fell into pt's abdomen. The piece was retrieved and a second bag was opened to complete procedure. No device fragment was left in the pt.

Manufacturer narrative:
(B)(4).